Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump primed and seated properly when the test reservoir was detected. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Active current measurement within specifications. However, unit received with high sleep current measurement due to moisture on electronics. History was downloaded successfully using thump software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did drop below 3.5v for consecutive 240 minutes. The long trace history files confirmed power error alarm on 11/16/2024 16:56:00:000 pm and charge battery alarm on 11/04/2024 17:36:07:000 pm and low battery alarm on 11/16/2024 11:13:09:000 pm due to moisture damage at electronics assembly. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history record. Unit received with cracked battery tube threads, fading serial number label, broken belt clip rails, cracked keypad overlay at select button and cracked case near belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for charge battery alarm, failed battery alarm and power loss alarm due to moisture damage. Cosmetic damage was confirmed at the back of the pump area. Unit was not confirmed for no delivery alarms anomalies. Unit passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, unexpected battery power loss, rewind anomaly, failed battery test, charge/battery lasts less than expected, damage (physical or cosmetic), occluded. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-441ag, mmt-342. Troubleshooting was not performed. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. No product return is required for mmt-1880. No product return is required for mmt-441ag. No product return is required for mmt-342.